Manufacturer narrative:
(B)(4). The results of the investigation concluded that the shaft had been cut prior to receipt. No functional testing was possible due to the aforementioned damage. The device met sjm specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported event remains unknown.

Event description:
The flexibility ablation catheter became lodged over the branch of the femoral artery and a cut down procedure was performed to remove the device. During the procedure, the curve of the catheter did not deflect in both directions and when pulling back, the catheter remained in the fixed position. The catheter was drawn through the sheath twice and difficulty was noted pulling the catheter back and the patient experienced pain. The tip of sheath and catheter became lodged over the branch of the femoral artery. A wire was used in an attempt to pull the catheter back from the other side of the femoral artery which was not successful. A cut down procedure was performed and the left side was accessed to insert a guidewire to assist in the removal. The handle of the sheath and catheter were cut to remove them from the other side of the femoral artery. The patient is in stable condition.